Manufacturer narrative:
Pump alarmed critical pump error after battery installation. Verified 3 consecutive pump error 63 alarms (line number 130 file number 690) due to moisture damage to the pcb1 and pcb2 boards. No date time listed in the adapt tool fault error log for pump error 63. Unit successfully downloaded to thump. Missing retainer ring noted during testing. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to the motor assemblies, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case, pillowing keypad overlay, cracked case at the battery tube, faded and stained serial number label, missing reservoir tube o-ring, detached retainer, corroded battery tube, corroded motor home switch. The p-cap/reservoir does lock properly. Critical pump error (open book image) alarm confirmed during analysis and triggered by 3 consecutive pump error 63 alarms. Pump error 63 alarm confirmed due to moisture damage to the pcb1 and pcb2 boards. Cosmetic damage at battery compartment and missing retainer ring was confirmed. However, pump received without battery cap, damaged battery cap contact was unable to verify and blank display was not observed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), blank display, battery cap contact missing/damaged. The customer reported no adverse event. The event involved product(s) mmt-1880l. The customer reported a blank display. The customer reported that battery cap contacts are missing, damaged, and/or corroded. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-1880l was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.